Event description:
On (B)(6) 2026 a complaint was initiated based on an occurence that took place on (B)(6) 2026 internally at (B)(4). There was a discrepancy found on product labeling indicating a 5 year expiration date when the product is validated and should have a 7 year expiration date noted.